Manufacturer narrative:
Device analysis report attached. This report is submitted on june 27, 2024.

Manufacturer narrative:
This report is submitted on may 14, 2024.

Event description:
Per the clinic, the patient experienced an infection at incision site and subsequently was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.